Event description:
It was reported that during a procedure of the severely calcified proximal right coronary artery (rca), the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was inflated once and ruptured below rated burst pressure (rbp). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.